Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pump module event log shows that at 1:52 am on 02 april 2017 the device was programmed to infuse at a rate of 20ml/hr with a vtbi of 450ml. The infusion continued until 3:56 am when the user programmed a delay. The infusion was restarted at 4:02 am and continued until 5:26 am when the device was channeled off. The infusion was started again at 5:34 am, however was stopped less than 1 minute later when the device alarmed for check IV set, and was not restarted. Functional testing found the device to be delivering within specification. The starting volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that heparin 500ml was programmed to infuse at 20ml/hr however after approximately 4 hours the bag was noted to be half empty. The infusion was discontinued and lab work was ordered. The patient's aptt result was greater than 100 and her menstrual flow increased; no medical intervention was required. The patient underwent frequent monitoring of her aptt with no report of any lasting harm.